Event description:
It was reported that a patient experienced a st segment elevation and hypotension. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. The catheter was positioned in the left superior pulmonary vein (lspv) and delivered the first application. During this process, it was noticed a st segment elevation. The physician waited a few minutes and the condition solved on its own. The procedure was completed and during post op, the patien went hypotensive and slow to recover. No intervention was required to treat the event. The patient had successfully recovered.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Impact code h6 updated from f12 serious injury / illness / impairment to f11 minor injury / illness / impairment.

Event description:
It was reported that a patient experienced a st segment elevation and hypotension. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. The catheter was positioned in the left superior pulmonary vein (lspv) and delivered the first application. During this process, it was noticed a st segment elevation. The physician waited a few minutes and the condition solved on its own. The procedure was completed and during post op, the patien went hypotensive and slow to recover. No intervention was required to treat the event. The patient had successfully recovered.